Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm during rewind the pump. Customer's blood glucose was 317 mg/dl. Customer stated that the pump was not bumped or dropped. Customer was advised to disconnect from the pump.